Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported that there was a confirmed overdischarge. It was the first overdischarge. A physician mode recharger (pmr) was performed. It was unknown if actions were required and diagnostic testing or troubleshooting would be performed in the future. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient did not maintain the battery for the past year prior. The manufacturer representative (rep) had not seen the patient since. There was a tentative appointment for (B)(6) 2015. The patient further reported that their implantable neurostimulator (ins) wasn't working like it should. The manufacturer's representative (rep) and physician had tried several times. The patient stated they needed to take the next step. Relevant medical history includes post-lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the cause of the overdischarge was due the patient not needing the stimulation and the issue did not resolve. Troubleshooting was not performed and there were no actions/interventions taken to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient on november 08, 2017. It was reported that the patient needed a scan, she had a growth on her brain and the implantable neurostimulator (ins) was dead for years as it was not able to perform anything. The family member later reported that no one can re-start the ins back up, it had been attempted may times and an MRI could not be performed due to the ins. On the next day, the patient¿s husband reported that the doctor refused to perform the MRI because the ins was still dead, it could not be resurrected, and they couldn¿t activate MRI mode. The caller also mentioned that the doctor asked them to bring the machine, which was thought to be ¿dysfunctional¿, but the patient and the doctor were 150 miles away. The caller was directed to contact the managing physician to provide an MRI eligibility form and technical services if needed. It was later confirmed by a manufacturer representative (rep) that the ins was overdischarged and the patient never used the device. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and hcp reiterated that the battery was dead and that they needed to get an MRI for issues unrelated to the device/therapy. It was reviewed that the ins could not be put into MRI mode if it was in od that most facilities would not allow an MRI to take place unless the ins was in MRI mode. It was also reviewed that the MRI facility could contact a local rep to confirm that the ins was off, so that the MRI could take place. MRI eligibility documents were sent to the patient. No further complications were reported.